Manufacturer narrative:
The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Vygon (B)(4) has not confirmed this complaint due to the following investigation. Upon examination of the returned sample it appeared that it had been fractured 11 mm past the anti-kink-collar. A rough surface could be seen under the microscope which is typical for a tensile fracture as well as residues of plastic and threads where some sort of adhering had taken place to the area just before the fracture. Note: it is essential to let disinfectants dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material. As a growing number of customers disregard the warning concerning the use of organic solvents with this catheter, a special warning leaflet is inserted into each packaging and a warning hint is printed on the outside of each primary packaging (see CAPA (B)(4) for details). In review of the tensile test reports, the breakage force for the tensile tests regarding both involved batches were within our specification. As each catheter is flow and leak tested before packaging, and the catheter worked well for 2 days, a manufacturing fault could be excluded. Corrective action: no corrective action at this point in time. However, both vygon (B)(4) and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint. Last year a corrective action was initiated (CAPA (B)(4)) to expand upon the additional warnings for the catheter instructions for premicath and nutriline products. The recommended cleaning method is the use of water-based disinfectants.

Event description:
PICC line broke at the hub connection while infusing into the patient. Placed on the (B)(6) - only in for a few days - removed the (B)(6). Baby was out with mom- mom was the baby holding, and then father picked up baby to return in the bed. Before nurse returned and tubing was secured to chair and catheter was suspected to be torn by pulling d37 - p35nurse was the one who noticed the broken catheter - ao33. Baby is fine - now with p IV - no blood loss. Catheter removed - easily.

Manufacturer narrative:
Vygon would like to acknowledge the reporting of this complaint is more than the thirty day timeframe stated in the regulation. The reason for the delayed reporting is a result of complaint processing staff change over. Vygon will make every effort to ensure this reporting delay does not happen in the future. The customer has indicated that the malfunctioning sample will be returned for examination as part of the complaint investigation. This sample has not been received, and the results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
PICC line broke at the hub connection while infusing into the patient. Placed on the (B)(6) - only in for a few days - removed the (B)(6), baby was out with mom. Mom was the baby holding, and then father picked up baby to return in the bed. Before nurse returned and tubing was secured to chair and catheter was suspected to be torn by pulling d37 - (B)(4) nurse was the one who noticed the broken catheter - ao33 baby is fine - now with p IV - no blood loss. Catheter removed - easily.